Manufacturer narrative:
The device was not available for evaluation. It was reported that a creo mis locking cap was found loose 1 year post-operatively. It was stated that the surgeon does not use the counter torque when final tightening locking caps. The use of the counter torque ensures the proper final tightening torque is applied to the caps by keeping the screw head steady relative to the driver. Without the counter torque there is a possibility of movement between the cap and the screw head that may not result in the full torque being applied to the cap . Although there could be a higher chance that less than optimum torque was applied to the final construct due to not using the counter-torque instrument, due to not being able to replicate operative conditions nor patience compliance post operation, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a creo locking cap was found loose post operatively.